Event description:
A malfunction was reported with the customer's insulin pump. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate pump for insulin therapy.